Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon requested that the installation of the monopolar curved scissors on arm 3 of the patient side cart (psc). When the surgeon moved it from the surgeon console, he felt that it did not respond completely to the movements he made on the master controllers. It presented opposite movements to the ones he performed. He asked for the instrument to be checked, so it was removed from the arm, the tip cover was removed for visual inspection of the wrist and the mobility was checked and no damage was observed. The instrument was reinstalled for testing and worked normally. The surgeon began dissection using the instrument and continued surgery as normal. Later in the procedure, in the part of the dissection of the neurovascular bundle, suddenly the scissors no longer allowed the closure of the jaws, so the surgeon asked for its extraction for another inspection. On visual inspection, when removing the tip cover and moving the wrist, a broken wire was observed. The instrument was changed for another of the same type to continued the surgical procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the instrument was inspected before use with no issues noted. The cable was silver in color and the surgeon was about to do dissection of the neurovascular bundle. There was no loss of cautery and no thermal damage. There was no collision with any other instruments and no fragments fell.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion of monopolar curved scissors (mcs), an investigation was completed to determine the cause of this reported event. The customer was able to reseat the instrument to resolve the non-intuitive motion but exchanged the instrument to resolve the broken wire. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and reported failure was confirmed. Failure analysis found the primary failure of broken grip cable. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. As a result of the cable breakage, functional tests are unable to be performed. Review of the provided image is consistent with the reported failure of cable breakage at distal end of mcs.